Manufacturer narrative:
The customer declined returning the device for eval. The service history was reviewed and there were no similar complaints or services performed for this unit.

Event description:
Covidien received a report alleging that the device did not provide an audio tone.